Event description:
Caller alleged imprecision with inratio results. Results as follows: first test inr = 1.3 second test inr = 1.7.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060398: first test inr = 1.3 second test inr = 1.7 mean = 1.5; sd = 0.28; %cv=19%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.